Event description:
(B) (4)

Event description:
It was reported by the medical examiner "sudden unexpected death in IV drug abuser." An infection around the pacemaker was noted - "pocket appears infected." It is unknown to the health care professional if the death was device related. The cause of death has been requested and not received.

Event description:
It was reported by the medical examiner "sudden unexpected death in IV drug abuser." An infection around the pacemaker was noted - "pocket appears infected." It is unknown to the health care professional if the death was device related. Additional information received from the medical examiner reported the cause of death to be bacterial endocarditis/abcesses of lung, brain, and kidneys. "This is a possible noncompliant intravenous drug abuser, fresh needle marks of arms." Medical examiner indicates the death was not related to a malfunction of the generator or lead system.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found. Full lead returned and analyzed. (B) (4) no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found. Full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.